Event description:
It was reported there was a catheter problem. There was a confirmed report of a catheter was fractured. The patient¿s entire infusion system was being replaced on the day of report, (B)(6) 2014. A CT scan was performed the day prior to report and it ¿looked like¿ the catheter was fractured. The manufacturer¿s representative was unsure why they performed a CT scan and was not sure what reason the diagnostics to determine the catheter was fractured. It was later reported on the same day, that the patient had the CT scan due to increased back pain and some spasticity. At the time of event the pump was used to infuse gablofen. Additional information received reported that the patient was experiencing pain and spasticity. The location of the catheter issue was unknown. Intervention occurred on (B)(6) 2014 and included a replacement procedure. No catheter or catheter segments were left in the patient, not in use. Actions taken as a result of the catheter issue included dose decreased, in-patient (ip) admit for rehab strengthening and conditioning. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type: catheter; product ID 8709sc, lot# n128033020, implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. (B)(4).